Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00011. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying condition of angina. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion, was located in the proximal saphenous vein to the first obtuse marginal artery with 99% stenosis and was 24mm long with a reference vessel diameter of 4.0mm. There was severe calcification present. Target lesion #1 was treated with predilation and a 4.00x28mm promus premier stent. Post dilation was performed with 0% residual stenosis. Target lesion #2, a de novo lesion, was located in the left main coronary artery (lmca) with 99% stenosis due to left main stenosis involving the ramus artery and was 16mm long with a reference vessel diameter of 2.5mm. There was severe calcification present. Target lesion #2 was treated with predilation and a 2.50x20mm promus premier stent. Post dilation was not performed and there was 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient experienced in-stent restenosis and non-st elevation myocardial infarction, which required hospitalization and intervention of two target vessel revascularizations, a left heart catheterization and balloon angioplasty. The patient was admitted due to an elevated troponin level and chest pain, which required nitroglycerin drop. The location of the mi was lateral. The following day, the patient underwent a percutaneous coronary intervention for two target vessel revascularizations (tvr). Target lesion #1 was treated with balloon angioplasty due to angina and symptoms of ischemia. Pre-treatment diameter stenosis was 80% with timi flow 1. Post-treatment stenosis was 0% with timi flow 3. Tvr of target lesion #2 was performed with balloon angioplasty due to angina and symptoms of ischemia. Pre-treatment diameter stenosis was 99% with timi flow 1. Post-treatment stenosis was 0% with timi flow 3. Three days post procedure, the patient was discharged from the hospital. The in-stent restenosis and non-st elevated myocardial infarction were considered resolved on the same day.